Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component failure. The investigation revealed that the cause of the error was due to the preload force of the dcs mounting bolts decreasing over time. Siemens has developed a solution which has successfully completed endurance testing. The affected part has been exchanged by the local service organization and the error did not reoccur. A field safety corrective action (fsca) ax023/18/s is planned to be released in the second quarter of 2019 and will be reported to the FDA under 21 cfr part 806.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.ceiling system. The user reports that the swing arm is possibly too long to support the weight of the monitor and the second brake fails at the knuckle. This incident did not occur during a procedure and there is no report of impact to the state of health of and user or patient involved.